Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited undersensing. Review of stored device data noted intermittent low signal r-wave amplitude measurements. Additionally, the rv lead exhibited high threshold measurements. Technical services (ts) discussed potential programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.